Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has ECG trigger alarm, iab catheter restriction, touchscreenctrla and apd error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional info: e1 (B)(6). An inspection of the equipment is carried out where it is observed that it is not correctly attached to the car, and due to this, the batteries were not loading, verification of the equipment error log is carried out where no error codes associated with the reported failure or the verified in the alarms presented by the equipment, a review is carried out of the alarms presented by the equipment where several are evident alarms presented on 07/06/2024 which indicates an ¿iab catheter restriction¿ alarm, tests are carried out from the equipment service mode. Which passes without incident; additionally, it is necessary to press the computer with the simulator for approximately an hour and a half without it appearing. There is no error or alarm at this time; the above shows the correct operation of the equipment and operating equipment. For equipment with a bia catheter restriction alarm, it is recommended to verify the integrity of the ball with which the alert was presented and the procedure to start up the equipment.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a